Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to dislocation subluxation. Revision njr number: (B)(4); (B)(6). Primary asa: p3- incapacitating systemic disease.